Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms, and noise which was reproducible with pocket manipulation. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.